Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: a visual examination of the returned device found that the stent had detached from the balloon and was not returned for analysis. The balloon was folded with crimp marks clearly visible and did not appear to have been subjected to positive pressure. It was noted that the tip was flared and kinked. The outer and inner were kinked at various locations and the hypotube was kinked at various locations. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during an unspecified prodecure, stent damage and stent dislodgement occurred. Vascular access was obtained via the radial artery. The 32x3.0 mm, 85% stenosed target lesion was located in a moderately calcified and moderately tortuous left anterior descending (lad) artery. A 3.00x38mm promus element long drug-eluting stent was selected and advanced to treat the target lesion without predilation. Upon crossing the lesion, it was noticed that the stent was bent due to operation problems and the stent got dislodged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.